Event description:
As reported for this event by the customer, during a laparoscopic bowel surgery, the device front panel display failed, though the on/off button was lit. This happened twice during the procedure. In addition the carbon dioxide pressure fell away. The procedure was completed successfully using the same device without any delay. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the front panel display was observed to have an issue. To resolve the issue, the flat cable was replaced. There was no other problem noted for the device. The device did not have any visible traces of damage. The device was calibrated and tested for functionality. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This supplemental report is being submitted to provide information of the second event medwatch. The second event that took place a week later is captured in the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty flat cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. During the failure of the device a huge beeping noise was heard. The device was used earlier that day without any abnormalities, and that no abnormalities were noted during procedure until the failure. The procedure was a therapeutic one for the cecum. Approximately a week later, a second event occurred with the same failure.